Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 14 dec 2014 through 18 dec 2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Upon conclusion of the investigation, the reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was observed with inadequate iodine. This was found before patient use. There was no patient involvement. No additional information is available. This is report 18 of 51.